Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. A review of the electrograms for the shock found significant rail-to-rail noise. The sensing vector at the time of the shock was set to the alternate sensing vector. Technical services advised some testing options. The doctor elected to explant and replace both the pulse generator and the electrode. This was done successfully. There were no additional adverse patient effects.